Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on 10/18/2016 - voicemail, 10/19/2016 - phone, 10/20/2016 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display was replaced.

Event description:
The hospital reported that, during a case, the anesthesia machine shut down. The anesthesia machine was swapped out, and the case continued with no further reported complaint. There was no reported patient injury.